Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during a technically challenging implant procedure, the right ventricular (rv) lead dislodged and had to be repositioned several times to find acceptable pacing parameters. It was noted that the helix would deploy, but the lead would displace. The rv lead was not used and a new lead was implanted with acceptable lead position and parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.